Event description:
It was reported that the patient had no pain relief with the device and was causing pain in the incision area. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: sc-2158-70, upn: m365sc2158700, model: m365sc2158700, serial: (B)(6), batch: 13860309.